Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported while performing a central venous catheterization on this patient in stem cell transplant unit, the catheter sheath cracked. The device was replaced and the procedure was repeated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed a portion of the sheath tip was deformed and appeared to be buckled inward. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the damaged sheath tip. This complaint will be recorded for future trending and monitoring purposes.